Event description:
On (B)(6), a 19mm trifecta gt valve was implanted. Information received from abbott patient device tracking indicated the patient died on (B)(6). The cause of death is unknown. Additional information has been requested.

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 19mm trifecta gt valve was implanted. Information received from abbott patient device tracking indicated the patient died on (B)(6) 2017. The cause of death is unknown. Additional information has been requested but has not been made available.